Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 437 mg/dl. The customer had not reported the symptoms. The customer was treated with insulin. Customer¿s changed his basal and sensitivity and now his number is 299 mg/dl and was also stated 373 mg/dl. Customer¿s had dinner but we suspended the pump and didn't give insulin because customer¿s was insulin sensitive. Customer declined troubleshoot for high blood level. The product was not returned for analysis.